Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02535. Related manufacturer reference number: 1627487-2022-02537. It was reported that the patient experienced ineffective therapy. Reprogramming/troubleshooting was unable to resolve the issue. X-ray and impedance check showed no anomaly. As such surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.